Event description:
It was reported that prior to use on a lap cholecystectomy, the cannula was deformed at the distal tip and the trocar would not go down the sleeve. Another instrument was pulled. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.